Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, during a planned maintenance (pm), the shielding from the internal power cable was observed to be damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The rearcab panel bracket was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Visual inspection confirmed that the insulation had been torn. No conductive surfaces were exposed. The assembly was physically damaged. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rear panel cabinet was replaced and the issue resolved. A full system checkout was performed and all tests passed. No parts have been returned to the manufacturer for analysis at this time. If information is provided in the future, a supplemental report will be issued.